Manufacturer narrative:
(B)(4).

Event description:
It was reported, that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Nordic bluetooth pairing test, not found. Pairing test/download, fail. Not related to customer complaint. Share log review was performed and no data. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.